Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was specimen clotting and platelet clumping in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was specimen clotting and platelet clumping in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2025. Investigation summary bd received 4 samples for investigation. The samples were evaluated by visual examination and no failures in relation to the indicated failure modes sample clotting or platelet clumping were observed. Additionally, 45 retention samples were evaluated by visual examination and 8 samples by functional testing. No issues were observed relating to sample clotting or platelet clumping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed with respect to of sample clotting and platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.